Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported tangled gripper line was unable to be determined. The reported difficult clip deployment is likely a cascading event of the reported tangled gripper line. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficulties deploying a clip. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4+. The posterior leaflet was prolapsed, thickened, and folded. It was also noted the valve was bent on the left ventricle side of the posterior leaflet. An xtw clip was inserted and placed on the valve. However, during deployment, the mandrel did not complete detach from the clip. The physician suspected the gripper line was tangled; therefore, the device was disassembled to retrieve the gripper line. The clip was successfully deployed, reduced mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.